Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a iatrogenic fracture at tomofix insertion site (lateral hinge fracture takeuchi type 3). Additional screw fixation from lateral tibial plateau (cancellous screw, 3.5mm diameter) during primary procedure. This report is for an unknown tomofix system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown tomofix system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.